Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430us / expiration date: UDI #: (B)(4) return date: 2018-07-09 device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two controller ac adapters that did not provide power. Both controller ac adapters were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two controller ac adapters (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller ac adapters revealed that the devices passed visual examination and functional testing. The controller ac adapters were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. Based on the investigation conducted, a possible root cause of the reported event may be attributed, but not limited, to a marginal connection between the controller ac adapter and the controller and/or a marginal connection between the controller ac adapter and the electrical outlet. Additional products: controller ac adapter, (B)(4). Date received by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.